Manufacturer narrative:
The investigation confirmed that higher than expected vitros ipth results were obtained from a single non-vitros biorad control and a single patient sample on two different vitros 5600 systems. A definitive cause has not been determined; however, the calibrations in use or the calibrator fluids in use at the time of the event cannot be ruled out as contributing to the event. There was no indication that the analyzers contributed to the events.

Event description:
The customer complained that higher than expected vitros ipth results were obtained from a single non-vitros biorad control and a single patient sample on two different vitros 5600 systems. Vitros (B)(6). Biorad l2 result: 245.1 pg/ml vs expected 178.2 pg/ml. Vitros (B)(6). Patient result: 168 pg/ml vs expected 126 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The patient sample result was not reported outside of the laboratory, however; the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).